Event description:
The patient experienced a shocking/jolting sensation when she moved from sitting to standing or raised her right leg. The shock was felt in her hip and down the right leg. The stimulation was reduced from 0.5 v to 0.3 v which resolved the shocking sensation. The patient was at home in good condition. Additional information from her healthcare professional was requested.

Manufacturer narrative:
(B) (4).